Event description:
Customer reported: the suction catheter could not be passed down inner cannula. Replacement of inner tube was necessary. The info provided suggest that decannulation and recannulation of a replacement tube was not required. Customer confirmed that no add'l harm to the pt.

Manufacturer narrative:
(B)(4). The sample associated to this report is currently in transit to the mfg site for analysis.